Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: during investigation, there was evidence of a short battery life illustrated with a 6 count vp drop leading to a cs 128 alarm. The battery compartment and cap were undamaged and able to fit. The pump's case was cracked. There was evidence of moisture corrosion observed in the battery canister and on the batter cap. A leak test failed due to a case leak. The ez-prime steps were performed correctly and all current readings were within specification. The original complaint was unable to be duplicated. The pump's cover was removed and there was no further moisture ingress or any intermittent condition found to the power printed circuit board.